Event description:
It was reported that the subject device had fogging function error (e104). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide (lg-bundle) of the video cable section is broke, charged coupled device (r-unit) is broken, image is green, stripes in image and light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device (r-unit) is broken, therefore the image is green and stripes in image. Also, light guide (lg-bundle) of the video cable section is broken, therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.